Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 105 through observation of the alarm at device power up, but could not reproduce it during eval. Eval determined the cause to be a seized motor. The failed motor assembly was replaced.

Event description:
It was reported a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.